Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy / polyp removal procedure performed on (B)(6) 2010. According to the complainant, during the procedure, as the physician was removing the polyp, the tissue (approximately 1cm proximally) was lightly burned. It looked as though a spark or surge of heat came through the sheath, but there was no visible breakage or exposed wires. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. Reportedly, the product was inspected prior to use and there were no apparent defects. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Concomitant medical products: erbe eus machine - set on hot biopsy colon setting.cook active cord (universal acu-1-vl g22092)the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy / polyp removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, as the physician was removing the polyp, the tissue (approximately 1cm proximally) was lightly burned. It looked as though a spark or surge of heat came through the sheath, but there was no visible breakage or exposed wires. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. Reportedly the product was inspected prior to use and there were no apparent defects. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. Electrical resistance testing was also performed and the device measured according to specification. Based on the condition of the returned incident device the complaint could not be confirmed. There were no abnormalities, visual or functional therefore, the most probable root cause could not be confirmed as the returned device was within manufacturing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).